Event description:
It was reported that the patient contacted technical services stating that they were experiencing shortness of breath and tired during exercise. Further information was requested however, was not provided.